Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon eval the electrode belt failed a insulation resistance test due to two intermittent pulse wires inside the electrode belt distribution node. The root cause for the intermittent pulse wires could not be positively identified. After the wires were re-flowed, the electrode belt was fully functional. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.